Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 350cc mentor smooth round moderate plus profile prosthesis and experienced postoperative right-sided grade ii capsular contracture. The diagnosis was confirmed by a healthcare professional. As a result, the patient underwent explantation on (B)(6) 2021.

Manufacturer narrative:
On 14-apr-2021, mentor received additional information regarding the patient¿s symptoms. Initially, it was reported that right-sided capsular contracture was diagnosed at the 28-jan-2021 consultation. However, additional information revelated that left-sided grade iii capsular contracture was diagnosed at the consultation. On 18-mar-2021, the patient¿s surgeon stated that the patient¿s right breast was observed to be normal without issues. The relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 11-may-2021, it was found that the explanation for h.6. Medical device problem code (a27) was omitted from the previous report. Manufacturer's reference number: (B)(4) h.6. Medical device problem code (a27): no product quality issue.